Event description:
Related manufacturer report number 1627487-2023-04498. It was reported that the patient was taken to operation room on (B)(6) 2023 for would dehiscence. Physician opened both lead insertion sites and buried lead on left insertion site deeper. Flushed both side with antibiotics and closed with staples. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.